Event description:
The peritoneal dialysis patient's mother reported a leak during treatment. The fluid was identified on the bottom of the cassette. The patient was put on manuals. The sample was discarded. No prophylactic antibiotics were administered.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 2937457-2013-00523.